Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not have power. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: testing did not confirm the power complaint. Black box showed no evidence of a "no power" event. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during the investigation. Pump powers with returned battery cap. Unrelated to the complaint, battery compartment cracks observed in thread area and below grip pad; evidence of moisture contamination inside battery compartment and underside of battery cap. Leak test shows leak at battery compartment crack. Removed pump cased and observed evidence of moisture contamination inside pump. The display is dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).